Event description:
Patient had implantation of ICD for ischemic cardiomyopathy with ventricular ejection fraction of 30%. Patient returned approximately 2 months later for removal of device and lead as a result of wound dehiscense and purulent drainage from pocket.